Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two hours post implant, the patient¿s right ventricular lead exhibited loss of capture. The patient was asymptomatic due to the loss of capture and had a temporary wire still in place from an unrelated procedure providing support. The lead was repositioned on (B)(6) 2018 successfully. The patient was stable post procedure.